Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient last charged the ipg approximately 5 months ago. The patient last successfully charged around 5 months ago. Surgical intervention took place and the ipg was replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.